Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was an overdischarge and the physician mode recharge (pmr) did not successfully reset the device. It was not known if there were prior overdischarges. The patient was very forgetful and forgot to recharger the battery quite a bit. The patient made multiple attempts at trying to bring the battery back to life but was unsuccessful and opted to go to a non-rechargeable battery. Actions as a result of the event included replacement. The implantable neurostimulator (ins) was explanted (B)(6) 2014. There were no patient symptoms or complications associated with the event. The event occurred during normal use. After replacement, the patient had a big smile on her face and was doing great. The patient stated it was nice to feel the tingling again. The patient status at the time of this report was alive with no injury.